Event description:
Caller reported encountering a cartridge alarm 20 while using the insulin pump. Customer's blood glucose level was displayed as "high" due to the issue. The customer administered a correction bolus via the pump to address the high reading. Technical support resolved the issue by arranging a replacement pump for the customer. The customer was provided with instructions on how to return the problematic pump and will continue using the current pump until the replacement is received.